Event description:
Davinci robotic instruments are difficult to clean devices. When I contacted intuitive surgical to clarify cleaning and decontamination instructions, I was given erroneous information by several people. An infection control nurse called in attempt to get clarification and was told incorrect information. Finally, when speaking with a sterilization specialist...the comment was made that they had some training issues and he had 395 employees and couldn't train them all. I am a member of (B)(6). I know what needs to be done. Everyone says follow the manufacturer's IFU...but the manufacturer is not giving out accurate information.